Event description:
The customer reported to olympus, the ultrasonic bronchofibervideoscope had no image. The issue was found during preparation for use of an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The video image was flickering but the scope passed dunk test; moisture was found inside the scope. Additionally, the following issues were discovered: pink rubber big chip, crack, echo signal missing, blistering. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
Correction to e2/e3 and g2 for information inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why the video image was flickering could not be identified. Olympus will continue to monitor field performance for this device.